Event description:
Initial information originating from the united states has been received from an investigator referring to a 46-year-old, non hispanic or latino white female subject enrolled in a study entitled "treating abnormal postpartum uterine bleeding or postpartum hemorrhage with the jada system-a post-market registry". This report concerns 1 subject and 1 device. The subject's medical history included gravida 15 and para 14, live births 14, a spontaneous abortion. The subject's height was 162.6 centimeter (cm), weight was 82.6 kilogram (kg), body mass index(bmi) 31.24 (no units provided). On (B)(6) 2021, hemoglobin at admission was 10.3 (no units provided) and on (B)(6) 2022, at discharge was 7.1 (no units provided). The gestational age at delivery was 39 weeks. Type of labor was augmented. Oxytocin was used for augmentation and for 5 hours post-delivery. On (B)(6) 2021, the subject had spontaneous vaginal delivery of a singleton of weight 3780 grams, with no vaginal or cervical lacerations. Epidural anaesthesia was used. Uterine atony was present and lower uterine segment (lus) bleeding was involved, and a blood loss greater than or equal to 1000 milliliter (ml) was noted. The interventions given prior to use of vacuum-induced hemorrhage control system (jada system) were carboprost, misoprostol, methergine. On (B)(6) 2021, the vacuum-induced hemorrhage control system (jada system) was used for postpartum hemorrhage (pph) (lot and serial # were not provided) and the device did not stop control the bleeding (device ineffective). The vacuum-induced hemorrhage control system (jada system) device was initiated with minimal evacuation of clot 2/2 continued clotting around device despite troubleshooting (device occlusion). Total duration of vacuum-induced hemorrhage control system (jada system) use was 10 minutes. The escalating treatments required after vacuum-induced hemorrhage control system (jada system) use to control the abnormal postpartum uterine bleeding or hemorrhage was uterine balloon tamponade (ubt) for 29 hours (required intervention). Total cumulative blood loss for the event 1708 (unit not reported). After vacuum-induced hemorrhage control system (jada system) use, the subject was transfused with red blood cells 2 units and fresh frozen plasma 2 units for pph. Therapy was withdrawn on (B)(6) 2021. After vacuum-induced hemorrhage control system (jada system) was removed the carboprost and tranexamic acid (txa) were also used. The availability of vacuum-induced hemorrhage control system (jada system) was unknown. The type of reportable event was "serious injury". (B)(4).

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.